Event description:
It was reported that the patient had the trial implant for about a week and fell out of his wheelchair on (B)(6) 2012. It was noted that the patient lived in an assisted living home and the staff decided to ''cut the wire.'' It was further noted that the patient complained of ''feeling like his guts were being ripped out.'' The patient's caretaker stated that the patient felt this way ''after the fall.'' The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.